Manufacturer narrative:
Carefusion has requested additional information from the distributor in (B)(4) on the reported event and status of the patient if there was patient involvement. As of (B)(6) 2015 there has been no additional information provided by the distributor in (B)(4) pertaining to that request. (B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device¿s compressor assembly was malfunctioning. The distributor in (B)(4) was shipped a replacement compressor assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty compressor assembly for evaluation. As of (B)(6) 2015 the alleged faulty compressor assembly has not been received.

Event description:
The distributor in (B)(4) reported that while in use on a patient the device's internal compressor was noisy and could not provide enough compressed air when the user facility's compressed air system went down. The patient was removed from the device and placed on another device. There was no report of harm to the patient.